Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on our review of the data after their transmitter replacement, the system is working within expectations. Overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system.

Event description:
On 27 may 2025, senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 25 august 2025. G3.date received by the manufacturer? 25 august 2025. H6. Investigation findings updated to 3224.